Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 from cardiac tamponade. The tamponade was caused by bleeding. The device operated as intended. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. There were no device issues or malfunctions that may have contributed to the patient's cause of death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. The patient care and management section also contains a subsection entitled ¿blood leak diagnosis¿ which references tamponade as a possible symptom of a potential blood leak. No further information was provided. The manufacturer is closing this event.